Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient attempts to charge the ins, sometimes it takes him 45 minutes - 1 hour to start a charge session because his stimulator moves a little bit. The patient said the issue began since implant. The patient uses an ace bandage to keep the recharger paddle in place. The patient met with a rep who suggested the patient order adhesive discs. Adhesive discs were sent to the patient. No symptoms or further complications were reported.